Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2019 for elevated lactate dehydrogenase (ldh) 564 u/l with international normalized ratio (inr) of 2.8. The patient¿s new inr goal is 2.5 to 3.5 and currently being treated with heparin, integrilin and plavix. No additional information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported elevated ldh could not be determined through this evaluation. The patient remains ongoing on (B)(6) and no additional events have been reported at this time. The heartmate ii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the patient¿s lactate dehydrogenase (ldh) remained elevated but stable. Discharged with ldh of 449 u/l. The patient was found to be a non-responder to plavix and was transitioned to dipyridamole for discharge and was bridged with heparin until international normalized ratio (inr) was therapeutic for discharge. Ldh has since been on a steady decline, most recent ldh 294 u/l. We increased ldh threshold for readmission to 750 u/l.

Manufacturer narrative:
Section b5: additional information. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.